Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the monitor and keypad cover portion of the carrying case was worn to a point where it was causing constant pressure on the large keypad. The pressure from the carrying case cover inadvertently caused keys to be activated, which in turn would cause the device to unexpectedly dump the defibrillation charge. After the physio service representative removed the cover of the carrying case, proper device operation was observed through functional and performance testing. The customer discarded the case and the device was returned to the customer for use.

Event description:
The customer reported that their device would unintentionally dump the defibrillation charge when charging the defibrillation energy for a shock. This was observed during testing and there was no patient use associated with the reported failure.